Event description:
A male underwent initial aaa repair in 2005. They physician placed one main body and two iliac leg grafts . The iliac was aneurismal, at about 20mm, at this initial placement and continued to grow. Over time an endoleak presented but the facility was unable to practice endovascular procedures so approx 4-5 mos later, in 2008, the physician placed two add'l iliac leg grafts on the right and extending to the external iliac artery. This successfully resolved the enodleak.

Manufacturer narrative:
Event eval: still under investigation.